Event description:
During an in clinic follow-up, the device was at elective replacement indicator (eri) voltage level. Premature battery depletion was suspected to be the cause of the event. Additionally, the physician alleged the eri alert was falsely triggered as the remaining voltage was not low enough to be considered eri. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in backup condition which occurred post-explant caused by exposure to cold temperature. Review of the device image indicated auto-capture was enabled, and the device was in high output mode at times consistent with the false elective replacement alert triggered in the field. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. The device code was re-loaded onto the pacer and nominal conditions were programmed without anomaly. Electrical testing was performed under nominal conditions and normal functionality was observed. Additionally, evaluation under various pulse amplitudes indicated normal current level and no indication of premature depletion was revealed. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.